Manufacturer narrative:
No samples were returned for evaluation. A review of complaints for the last 24 months did not indicate any additional reports for the system. The root cause cannot be determined in this investigation. (B) (4). (B) (4)

Event description:
Malfunction: system rebooted to complete surgery. The surgeon reported a system message displayed during surgery. The system was rebooted and the case was completed. No pt injury was reported.